Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient was revised to address poly wear and osteolysis 21.8 years after primary tha. Also, the cup loosened during intraoperative testing and was considered to have longstanding fibrous stability based on inspection of the porous coating.